Manufacturer narrative:
There was no report of any ion system issues during the procedure. A review of the event performed by an intuitive surgical medical safety officer (mso) concluded that the patient underwent an ion dye-marking procedure in preparation for a da vinci robotic lung surgery. After the ion procedure, and while preparing for the da vinci surgery, the patient had a cardiac arrest and expired. Information regarding the patient¿s co-morbidities is not available. There was no allegation of a malfunction of the ion system, instrument or accessories associated with the reported complication. The available information suggests that the ion system did not contribute to the adverse event but it is possible the adverse event was related to the procedure including anesthesia in a patient with likely underlying cardiovascular co-morbidities. Attempts at obtaining further information has been unsuccessful. Bronchoscopy and biopsy is a minimally invasive procedure with a low complication rate and rarely associated with fatal complications. In a multicenter prospective study of 20,986 bronchoscopies the total number of any complications was reported to be 227 (1.08%) with 4 total deaths (0.02%). A multicenter study reported 13 (2.2%) complications with no deaths associated with 581 cases. A prospective multicenter international study of 1,215 reported 1 associated death (0.08%). Another survey-based study of 103,978 bronchoscopies described 71 cases (0.068%) of associated cardiovascular events. A recent meta-analysis of navigational bronchoscopy in 10,381 patients reported an overall adverse event rate of 5.6% with 1 death. A case series of ion robotic assisted bronchoscopies published after the meta-analysis including 415 cases reported no deaths. Facciolongo n, patelli m, gasparini s, et al. Incidence of complications in bronchoscopy. Multicentre prospective study of 20,986 bronchoscopies. Monaldi archives for chest disease. 2009;71(1). Ost de, ernst a, lei x, et al. Diagnostic yield and complications of bronchoscopy for peripheral lung lesions. Results of the aquire registry. Am j respir crit care med. 2016;193(1):68-77. Folch ee, pritchett ma, nead ma, et al. Electromagnetic navigation bronchoscopy for peripheral pulmonary lesions: one-year results of the prospective, multicenter navigate study. Journal of thoracic oncology. 2019. Kops sep, heus p, korevaar da, et al. Diagnostic yield and safety of navigation bronchoscopy: a systematic review and meta-analysis. Lung cancer. 2023. Brownlee ar, watson jjj, akhmerov a, et al. Robotic navigational bronchoscopy in a thoracic surgical practice: leveraging technology in the management of pulmonary nodules. Jtcvs. 2023.

Event description:
It was reported that the patient underwent an uneventful ion dye-marking procedure prior to a planned minimally invasive lung surgery. The dye-marking procedure was completed, the ion system was undocked, and the surgical robot was being prepped for the follow-on surgical procedure. Approximately 5 minutes later, the anesthesiologist noted some unspecified cardiac changes and the patient coded. Resuscitation measures were unsuccessful and the patient expired approximately 30 minutes later. The thoracic surgeon stated that ¿there is no concern that the death was due to a complication related to the ion bronchoscopy¿ and indicated that he ¿could not discuss any further details or provide patient health information regarding this event.¿